Event description:
It was reported that inappropriate shocks were delivered due to dislodgement. The lead was repositioned successfully. Patient returned to clinic for programming visit and an infection was noted. The patient was started on 14 days of antibiotics.

Manufacturer narrative:
No medwatch form was received. Review of quality records.